Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that diminished p-waves and increasing thresholds were discovered on the patients right atrial (ra) lead. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 6947m55, lead; implant: (B)(6) 2012; model: 419478, lead; implant: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that it was not possible to test the helix extension due to dried tissue/body fluid in the sleeve-head prevents the helix from extending and retracting.